Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: v01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during attempted pod activation and application, a communication error occurred between the pod and the abbott libre2+ continuous glucose monitor, and the pod did not beep following insulin fill. It was further noted that although the pink slide advanced, the needle did not deploy. No impact to blood glucose levels was reported. The patient was able to successfully activate a new pod to continue treatment.